Manufacturer narrative:
(B)(4). The test reservoir does not lock in place and unable to perform the displacement test due to a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump was damaged with a crack on backside of pump. Blood glucose unknown. The insulin pump was returned for analysis.